Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 289 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. No troubleshooting was done. The insulin pump will be returned for analysis.